Event description:
Customer reported a capillary lead result of 23.6 g/dl with thier leadcare ii system. Patient was referred for confirmatory venous testing, which resulted <1 g/dl. Copy of confirmatory result requested and pending. Technical support (ts) reviewed sample collection procedure. Customer stated the collection site was cleaned with an alcohol wipe only and was not washed with soap and water followed by air drying prior to collection. A hematocrit specimen was collected before the lead specimen. Only the capillary tube was brought into the patient room and transported to the lab area prior to dispensing into treatment reagent (tr). Ts reviewed with the customer the cdc recommendations and proper capillary collection technique, including washing with soap and water with air drying, collecting the lead specimen first, and bringing the capillary container and tr into the patient room to minimize contamination risk. Controls were reportedly run recently and passed, documentation not available at time of call. The instrument (serial number (B)(6), shipped 03/22/2024, no warranty or placement contract) was reported to be clean and in good condition. The sensor deck was clean and dry, and the prongs were intact. The unit was located in a room with a ventilation vent present but not blowing directly onto the instrument. No construction activities were reported at or near the facility. Customer stated they would review proper handwashing with air drying and bringing the capillary container and tr into the patient room with staff. Ts to follow up.